Manufacturer narrative:
A replacement device was sent to the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not powering on when the lid is opened. The device not turning on automatically can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device was not powering on when the lid is opened. The device not turning on automatically can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was still able to be powered on and off by pressing the on/off button. The cause of the reported issue was determined to be the lid switch, designator sw5. The customer has been provided with a replacement device. The returned device has been archived by stryker.